Manufacturer narrative:
The condition of low battery alarm was confirmed through baxter testing and was found to be due to a depleted main battery. The main battery was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
A baxter service technician reported finding a flo-gard infusion pump with a low battery alarm which occurred during the battery operation test. This alarm would have interrupted delivery. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.